Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of 2406 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).